Event description:
I had a vaginal prolapse repair in (B)(6) 2005. At my annual exam in (B)(6) 2014, I was told I have erosion of vaginal mesh and a surgical procedure is necessary to correct it. I was referred to a urogynecologists and it was discovered there is blood in my urine. Cause unknown at this time. Dr (B)(6) is treating me for this.